Event description:
Quit using device due to rec; we were notified of the philips CPAP machine recall in december and immediately called philips to verify device was one of the ones being recalled, which it was. We registered with philips the device. I called philips today to check on status of getting another device and I was told it could take 12 months. I think that is a ridiculous amount of time for them to replace a device which could affect the health and longevity of life for patients. I want philips to send my wife her replacement device now, not a year from now. FDA safety report ID# (B)(4).